Manufacturer narrative:
Additional data: a3a a6 b5 b7 d4. Changed data: d1 d9 g1 h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the inner thighs on (B)(6) 2019 using the cooladvantage coolfit system applicators, who developed paradoxical hyperplasia (ph) after treatment. Corrective liposuction was performed (B)(6) 2021 to the inner thighs. Physician further reported "the tissues were significantly firmer than the surrounding tissues as well as larger in size than the surrounding tissues."

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A treatment provider reported they have a patient received a coolsculpting treatment and is experiencing paradoxical adipose hyperplasia post coolsculpting treatment.